Event description:
The following discrepant results were generated as part of correlation studies for igg, vancomycin, and carbamazepine. Igg initial and repeat results in mg/dl. Sample 1: 1021, 764; sample 2: 2418, 1929. Vancomycin initial and repeat results in ug/ml. Sample 1: 35.2, 28.1. Sample 2: 38.2, 31.3. Sample 3: 11.8, 9.0. Sample 4: 9.1, 7.1. Sample 5: 10.8, 8.6. Sample 6: 7.4, 5.2. Sample 7: 9.1,6.7. Sample 8: 6.5, 5.4. Sample 9: 9.9, 7.0. Sample 10: 6.7, 4.6. Sample 11: 4.5, 3.7. Sample 12: 11.5, 9.3. Carbamazepine initial and repeat results in ug/ml. Sample 1: 8.5, 6.73. Sample 2: 11.0, 8.62. Sample 3: 8.4, 6.49. Sample 4: 12.4, 9.64. Sample 5: 11.6, 9.22. Sample 6: 11.4, 8.91. Results generated during this study were used for study purposes only. If additional info is received, appropriate notification will be provided.